Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact mechanism of damage could not be determined. Two 3cg stylets were returned for investigation. One 3cg stylet showed no damage or defects. The plastic tubing on the other 3cg stylet was broken and the distal end of the stylet was not returned for investigation. The wall thickness of the broken stylet tubing was found to be within specification. Difficulty in advancing the catheter was reported during the insertion process. Repeated advancement and repositioning may have been a potential contributing factor in the observed damage; however, there was no conclusive evidence to determine the root cause of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process.

Event description:
It was reported "upon PICC insertion, had difficulty getting catheter with 3cg wire to advance centrally appeared to be backtracking in axillary region, catheter repositioned and advanced several times and patient performing maneuvers, (vagal, shoulder shrug, head position change). Went to remove 3cg wire to recalibrate to see where PICC was and felt a lot of resistance but able to gently remove 3cg, inspected wire due to the resistance I felt and noted it to look short and had a hair like thread extending from tip. Immediately measured against a new 3cg wire from new kit and found 5cm discrepancy. PICC withdrawn, procedure aborted, calls made to ir, stat cxr and humerus x-ray ordered and obtained, called patients provider. Arrangements made with ir for fragment removal and dl PICC placement. Retained wire appears to be in just medial of right humeral head."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq3398 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "upon PICC insertion, had difficulty getting catheter with 3cg wire to advance centrally appeared to be backtracking in axillary region, catheter repositioned and advanced several times and patient performing maneuvers, (vagal, shoulder shrug, head position change). Went to remove 3cg wire to recalibrate to see where PICC was and felt alot of resistance but able to gently remove 3cg, inspected wire due to the resistance I felt and noted it to look short and had a hairlike thread extending from tip. Immediately measured against a new 3cg wire from new kit and found 5cm discrepency. PICC withdrawn, procedure aborted, calls made to ir, stat cxr and humerus x-ray ordered and obtained, called patients provider. Arrangements made with ir for fragment removal and dl PICC placement. Retained wire appears to be in just medial of right humeral head."